Event description:
The pt stated that on the event date and on the following day, insulin leaked in the cartridge compartment of his infusion device. He stated that he believes the o-ring of the cartridge is the cause of leakage. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. The pt stated that he had already ordered replacement product. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.